Event description:
It was reported by the user facility to terumo cardiovascular that during cardiopulmonary bypass procedure, the tubing became separated at the first connection after the arterial outlet. The product was not changed out; there was approximately 400 cc's of blood loss and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the suspect device, no lot number provided, and no eval will be performed, thus reference eval code. The customer connection was not tie banded. Terumo recommends that all customer connections be tie banded per instructions for use that is included with product. (B)(4).